Manufacturer narrative:
A.4-unk per source from japan lifeline-source stated that they do not keep the patient's weight on file.

Event description:
The early replacement indicator (eri) was displayed at 3.7 years after implantation. The device was replaced with a model 292-03-80578 pacemaker on 02/24/97. One day after replacement, pacing and sensing failure were observed. The lead was capped and replaced with a model 430-10-13325 lead.